Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on 06mar2023. Then again same issues were noted with the probes, cords switched and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine. Per follow up information received via phone on 24apr2023, it was reported that the temperature sensing foley was not giving accurate temperature. Readings so an esophageal probe was used instead.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿eye design (ID undersized) ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record directions for use: 1. Wash hands and don clean gloves. 2. Explain procedure to patient and open peri-care kit 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter. 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swab stick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck" correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6) 2023. Then again same issues were noted with the probes, cords switched and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.